Event description:
The account alleged the head section will not lower electrically and if the head section is lowered manually it will run up on its own. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.